Event description:
A customer contacted baxter's technical service center regarding a system error 2240 (air in set) alarm that appeared on the homechoice (hc) unit during drain 4 of 8. The home patient (hp) stated that he disconnected during the dwell and reconnected before the hc started alarming. The technical service representative (tsr) advised the hp to disconnect and cycle the power. On (B)(6) 2010, a follow up call was made to the home patient's nurse regarding the system error 2240 alarm. The nurse stated that she was not aware of this report. The nurse stated the home patient has been fine and has been able to continue therapy. The nurse would give the patient a call today and review proper procedures with the home patient. There was no patient injury or medical intervention associated with this report.

Manufacturer narrative:
(B)(4).